Event description:
The manufacturer received information alleging a malfunction of a ventilator's flow sensor. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 27, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a malfunction of a ventilator's flow sensor. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated, and during the evaluation, the manufacturer observed that both the external flow sensor and the flow sensor cable were faulty. The manufacturer's service center confirmed the customer's allegation, and both components were subsequently replaced.